Manufacturer narrative:
The insulin pump was received with cracked end cap, minor scratched display window and cracked reservoir tube lip. No broken off case noted.

Event description:
The customer reported via phone call that the end of the insulin pump was coming off. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.